Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the grey wheel of the device fell off after biting the tissue when the surgeon attempted to fire. The surgeon stated as soon as the handpiece was handed to her the shaft would spin freely and the grey rotational knob did nothing. Every time she grabbed tissue the shaft would spin; after a short time the grey knob fell off. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the grey wheel of the device fell off after biting the tissue when the surgeon attempted to fire. The surgeon stated as soon as the hand piece was handed to her the shaft would spin freely and the grey rotational knob did nothing. Every time she grabbed tissue the shaft would spin; after a short time the grey knob fell off. The only issue was with the tip spinning every time the surgeon touched the tissue and went to grasp it starting from the first use. There was no issue with a wheel falling off. There was no patient injury.